Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, decreasing impedance, oversensing of right ventricular pac ing, noise and a polarity switch. It was further reported that the implantable pulse generator (ipg) exhibited fast battery depletion. The ra lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.